Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the inspiratory heater wire of an rt104 adult dual-heated breathing circuit had an open circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The PMA/510(k): the rt104 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and the expiratory tubes of the returned rt104 adult dual-heated breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: an electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the heater wire pin inside the overmoulded plug. No fault was found with the heater wire in the expiratory tube. A lot check revealed no other complaints of this nature for lot number 110721. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).